Manufacturer narrative:
(B)(4). Medical devices: biomet cc I-beam tray 83mm catalog#: 141226 lot#: j3412239. Vanguard cr ilok fem-lt 70 catalog#: 183032 lot#: 600210. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent a left knee revision approximately six and a half years post implantation due to tibial insert wear. Further information is unavailable.